Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead impedance out of range alert, the impedance on the rv (right v entricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported the patient received a shock due to a fracture on the pace/sense electrode of the right ventricular (rv) lead. The rv lead exhibited high impedance, oversensing, noise, no capture at high outputs, t-wave oversensing (twos) and increased short v-v-counts. It was also reported the lead integrity alert (lia) was triggered. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d154vrc implantable cardioverter defibrillator implanted: (B)(6) 2006. (B)(4).